Manufacturer narrative:
This follow up report is being filed to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Matthieu ollivier, et al. ¿use of porous tantalum components in paprosky two and three acetabular revision. A minimum five-year follow-up of fift one hips.¿ 10.1007/s00264-016-3312-2. The following sections could not be completed with the limited information provided. Age- ni. Weight - ni. Date of event - ni. Device product code - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni . Manufacture date ¿ ni.

Event description:
It was reported in a journal article that a patient experienced a revision due to heterotopic ossification. No further information is available and patient outcome is unknown.